Event description:
On (B)(6) 2015, the patient reported experiencing an increase in seizures that month. The epileptologist increased the patient's lamictal dosage and noted that the patient's generator would likely need to be replaced by the patient's next office visit. The patient returned to the office on (B)(6) 2015 and reported experiencing an increase in seizures for the past two months. The epileptologist noted that the patient's generator needed to be replaced which reportedly led to the increase in seizures. The device was interrogated during the office visit to check the programmed settings. The patient was referred for surgery but no known surgical interventions have occurred to date. A battery life calculation using the available programming history showed 0 years remaining. The last device settings in the programming history database matched the device settings recorded in the clinic notes, but the notes did not indicate the battery status. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the patient was referred for prophylactic generator replacement surgery. No known surgical interventions have occurred to date.